Manufacturer narrative:
Initial.

Event description:
It was reported that while traveling, the user¿s ilet would not charge despite attempts with multiple outlets; upon returning home and with agent guidance, the charger powered on, indicated a charging light, successfully charged an iphone, and the ilet resumed charging and powered back on. No adverse clinical symptoms reported. Outcomes included no health impact and no alarms. Investigation included customer support troubleshooting and functional verification using the existing charger and alternate device to confirm power delivery, followed by successful charging of the ilet. Investigation of this case revealed a transient charging failure not reproducible after return home, with the charger and ilet functioning as expected once tested and reconnected, indicating no device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unable to determine with return to normal function after troubleshooting.